Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was in the intensive care unit (ICU) with impella cp in place with plans for coronary artery bypass graft (CABG) with possible escalation to impella 5.5. When patient was intubated and sedated, blood pressure decreased and decision was made to take patient to operating room (or) for axillary 5.5 placement but to postpone CABG. Axillary cutdown completed and 10mm hemashield platinum graft placed without difficulty. Initially crossed atrioventricular ventricle (av) with al1 catheter and 0.035 wire and exchanged wire for 0.018 impella wire and removed catheter. Impella 5.5 advanced over wire but unable to advance past innominate. Multiple attempts were unsuccessful. Also attempted to place amplatz wire using single access technique to straighten tortuosity, but unsuccessful in helping impella cross. Reviewed CT (computed tomography) scan that had been done on admission and noticed abhorrent takeoff of subclavian artery that had not initially been appreciated. The physician stated the angulation was difficult but did not initially believe it to be as severe as it appeared on fluoroscopy when trying to insert. The decision made to abort 5.5 insertion and place patient on venoarterial extracorporeal membrane oxygenation (va ECMO) and keep cp in place.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was determined to be patient condition related to the patient¿s vessel tortuosity.